Event description:
A trilogy o2 ventilator was returned to the manufacturer for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code relating to an oxygen blending module (obm) air flow drift out of range and an obm air flow sensor failure was found in the device's error log. The service technician states that obm printed circuit assembly (pca) board was replaced to address the issue. Additionally, the trilogy o2 pm2 kit, exhaust fan assembly, 43 micron filter, and power cord were replaced for maintenance. The front enclosure overlay was replaced as well due to visible scratches. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.